Event description:
It was reported to boston scientific corp that a uromax ultra dilatation balloon was used during a ureteroscopy with stone removal procedure. According to the complainant, during the procedure, the balloon was leaking. The procedure was completed with another uromax balloon. There were no pt complications and the pt condition was reported as "okay".

Manufacturer narrative:
The device has been received, but a failure analysis has not yet been completed. Upon completion of the failure analysis, if there is any further relevant info from that review, a supplemental MDR will be filed.